Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by +6.75% during testing. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for investigation in used condition. The customer reported product problem regarding the delivery accuracy was not replicated during functional testing. Three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.